Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated on (B)(6) 2013. The revision surgery was a result of joint instability. In the revision, the tibial locking bolt, and the tibial insert were replaced. The insert was revised from a size 5 x 10mm to a size 5 x 11mm implant.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.